Event description:
This report summarizes 78 malfunction events in which the device reportedly overheated. 75 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 68 events were originally reported for this failure mode during the reporting quarter; however, 9 events were inadvertently excluded. 1 previously reported event was included under MFR report # 3015967359-2021-02265 but should be included under this report. 78 reported events are included in this follow-up record. Product return status 16 devices were received. 12 devices were not available for evaluation. 50 device investigation types have not yet been determined.

Event description:
This report summarizes 77 malfunction events in which the device reportedly overheated. - 74 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 78 events were previously reported during the reporting quarter; however, - 1 event was reported in error. - 77 previously reported events are included in this follow-up record. Product return status 16 devices were received. 52 devices were not available for evaluation. 9 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 68 events were reported for this quarter. Product return status: 12 devices were received. 4 devices were not available for evaluation. 52 device investigation types have not yet been determined. 68 devices were not labeled for single-use. 68 devices were not reprocessed or reused.

Event description:
This report summarizes 68 malfunction events in which the device reportedly overheated. 65 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 77 previously reported events are included in this follow-up record. Product return status: 16 devices were received. 61 devices were not available for evaluation.

Event description:
This report summarizes 77 malfunction events in which the device reportedly overheated. 74 events had no patient involvement, no patient impact. 3 events had patient involvement, no patient impact.